Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was a led malfunction. It was reported that this was found during servicing and there was no patient present when this issue was identified. Additional information was received that led 2 and 6 failed. The orange light of led 2 and the green light of led 5 did not light up. The emitter was not functional. It was reported that it was the leds on the instrument interface box that were not able to light green or amber.

Manufacturer narrative:
The em interface was returned for product analysis, and provided that all ports tracked normally, with the exception of port 6. The led turned amber with a tool inserted, but did not stay lit and did not turn green. The patient code was changed due to an update in the coding process. If information is provided in the future, a supplemental report will be issued.